Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer initially called to report receiving calibration error and change sensor alerts. During troubleshooting, the customer reported experiencing low blood glucose of 44 mg/dl which she treated with juice. The customer declined troubleshooting for low blood glucose. The insulin pump will not be returned for analysis.